Event description:
It is reported that an endeavor sprint 3.00 x 18 mm ux drug eluting stent was implanted 137 days past its expiration date. It is reported that the event was discovered during an internal audit by the implanting physician. There have been no reported adverse events or patient complications.

Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instructions (recommended that the shelf life be verified prior to use). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions (recommended that the shelf life be verified prior to use). No device failure; user error contributed to event (recommended that the shelf life be verified prior to use). (B)(4).